Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported noticing that in the box of impressa bladder supports she had purchased two had no visible string or pulled out when she tested it before use. Product defect was noticed before use, no consequences to consumer.